Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were extra bolus deliveries recorded in their pump's history. This complaint is being reported because the pump appeared to be delivering or recording inaccurately. There was no serious injury associated with this complaint..

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the bolus history showed that the boluses were manually programmed and delivered. The pump was exercised for 24 hours with no unprogrammed boluses delivered or recorded in the pump history during this time. A 10 u normal bolus was manually performed and a 10 u audio bolus was successfully completed and accurately recorded in the pump history. There were no hypersensitive or stuck keys observed on the keypad. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.